Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mastectomy, the coagulation button worked fine but the cut button did not return and locked once being pushed, and the cut mode was not activated. New device was opened to continue the procedure. Operating time not extended. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the cut button had no activation. When the cut button is pressed, it does not have normal tactile response and does not jump up to the normal position. The coag button is fine. The reported condition was not confirmed. The cut button does not work. The customer reported a latch-on condition, but the investigation found that there was no latch-on condition, and from that complaint point of view, the device tested satisfactory. An additional finding is that the device showed intermittent activation. Examination of the sample confirmed that the activation pins were damaged on cut and coag. The bent rocker activation pin prevents correct activation function. The root cause cannot be positively be identified. However engineering thoroughly inspected the machine which assembled this pencil. While there is no evidence that tooling made contact, there is an off-load station that, under a rare circumstance, could make contact with the rocker. Engineering plans to investigate further and find a method to make it impossible for the tool to make contact with the rocker. Engineering will continue to monitor complaints to determine if there is a pattern. No corrective action taken at this time as the root cause is unknown. If information is provided in the future, a supplemental report will be issued.